Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant damaged during or". Later healthcare professional reported "loss of volume". Later healthcare professional reported "implant was placed and filled. Went to work on other side and noted loss of volume. Implant had a tear on costume surface" and "the initial implant that I had placed on the right side during the first part of her operation was noted to have a tear on the posterior surface of it, and it seemed to have lost volume during surgery. So, I opened the lateral aspect of it at surgery and confirmed a tear on the posterior element of the saline implant. I am not sure how that occurred, but it was posterior, close to the patch". Later healthcare professional reported "noted loss of volume" was the device deflated? "Yes it was". Device was not implanted and will be returned.